Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a choledocholithiasis lithotripsy procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush a 0.7cm stone. The basket could not be closed due to a handle malfunction, and it became embedded in the common bile duct and could not be withdrawn. The stone fell out of the basket as the physician continued to shake it. The basket was withdrawn with effort after several operations, and a new trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. *additional information received on february 16, 2023. The sheath/heat shrink was partially damaged. They were unable to crush the stone and the tip failed to separate.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Block h6: device code a150301 captures the reportable event of tip failure to separate. Block h2: additional information received on february 16, 2022. See b5 for details. Correction to content previously reported in h6 device codes.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a choledocholithiasis lithotripsy procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush a 0.7cm stone. The basket could not be closed due to a handle malfunction, and it became embedded in the common bile duct and could not be withdrawn. The stone fell out of the basket as the physician continued to shake it. The basket was withdrawn with effort after several operations, and a new trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device code a0401 captures the reportable event of due to the fault of the handle, the basket could not be closed.